Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012 in which upon check of range of motion the liner dislodged. Surgeon replaced the liner with another liner of the same part number causing a 30 minute delay in the procedure. A subsequent revision was performed on (B)(6) 2012 due to subluxation and dislocation. The liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Number 8 lists under possible adverse effects states: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01601/01604). The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.